Event description:
Pt is receiving dorpenem 1g in 120 ml ns mixed in an accuflo device. Accuflo devices are leaking. Medication had to be replaced. Dates of use: 2009. Diagnosis or reason for use: 494.1.